Event description:
Wire stuck in PICC and was difficult or impossible to remove. Add'l info: eval of returned product showed that the wire was broken at the magnetic tip.

Manufacturer narrative:
The complaint that the stylet broke during removal from the catheter was confirmed, but the cause is unk. The products returned were a 5fr d/l groshong nxt catheter and two tls stylets. A longitudinal section of the catheter wall was damaged between the 48cm depth marking and the bifurcation. Small pieces (approx 8) of the catheter wall were torn out and returned for eval. This type of catheter damage can occur due to frictional damage if the stylet is retracted against resistance. The IFU states, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and the stylet together approx 2cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed." One of the tls stylets was returned in two segments. The distal segment of the tls stylet was seen protruding out of the tear in the catheter. This segment was 3.3" long and consisted of empty polyimide tubing and the magnetic tip. The polyimide tubing was kinked between the magnets and the empty polyimide tubing was collapsed. The proximal end of this stylet was 26.8" long and consisted of the yellow pull tab, core wire, and the polyimide tubing. The polyimide tubing had broken 26.6" from the proximal end of the device, exposing the core wire covered in the shrink tubing. The stylet was coiled into a helix between 16.8" and 26.8" (measured from the proximal end). The stylet was kinked in multiple locations and the polyimide tubing was crumpled, collapsed and twisted. Microscopic examination (20-80x) of this stylet revealed a lightly cloudy veneer throughout. The distal end of the core wire contained the protective polyimide sheath, indicating that the core wire did not break but that the stylet broke between the core wire and the magnetic tip. The other returned stylet was returned intact. Two kinks were seen in the stylet. Microscopic examination of the intact stylet revealed a glossy and translucent veneer. White specks of material were seen along the length of the stylet. Because the catheter was damaged, all functional testing was completed using a non-complainant catheter. An attempt was made to feed the proximal segment of the damaged stylet into the catheter lumen. However, because the stylet was coiled, it could not be fed into the catheter. Because the stylet was returned in this condition, functional testing for resistance upon removal could not be tested. The intact stylet could be fed into the catheter easily without unusual resistance. An attempt was made to remove the stylet while the catheter was both in a single curve and a double curve configuration. The stylet could easily be removed per design without unusual resistance. The break in the stylet was confirmed. However, because of the sample condition, the damaged stylet could not be tested for difficult removal. A lot history review (lhr) of revk1206 showed one other similar product complaint(s) from this lot number.